Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular lead exhibited a high pacing threshold measurement of greater than 2500 ohms. The crt-d was reprogrammed and remains implanted and in service. No adverse patient effects were reported.